Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the delivery wire and coil were returned for analysis. The coil was returned in 3 pieces, breaks were evident. The entire length of coil apart from the distal end was severely stretched and kinked, dried blood was present on the fiber bundles. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. The delivery wire was inspected and was severely stretched and kinked at the distal end. The zap tip shape and surface of the coil and delivery wire were smooth. The interlocking arm of the delivery wire was inspected and no damage noted. The delivery wire dimensions that could be measured were found to be in specification. The coil dimensions that could be measured were found to be in specification. The number of proximal fiber bundles recorded during product analysis was below the assigned specification. The reason for this is the coil was subjected to conditions that damaged its original structure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter and insufficient flush was used during the procedure. The dfu states that ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii selective diagnostic catheter without side flushing holes.¿ and ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 05oct2015. It was reported that the coil detached prematurely. An 8mm x 40cm interlock -35 was selected for embolization. During the procedure when the coil was advanced in a 5f, 0.035 non-bsc catheter, it was noted that the coil disconnected inside the catheter. The coil was pulled and removed using tweezers. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the coil was broken.